Event description:
During a pph procedure, the staples didn't form correctly and the staple line was incomplete. Many of the staples were still in instrument and appeared to be malformed, as well. Little extra blood loss was observed. Total blood loss approximately 1000cc. A transfusion was not required. The procedure was completed using suturing.